Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient expired. The cause of death was congestive heart failure and arteriosclerotic heart disease. The patient was in the hospital at the time of the death. The physician informed the patient death was not system related nor was the device turned off prior to the expiration. The system was explanted and returned.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Added UDI, not included in initial MDR.